Event description:
This rv lead was implanted on (B)(6)2000 and was explanted on (B)(6)2011. A call to technical services on (B)(6)2011 states that the ventricular lead impedance was >4000. The physician believes the lead issue fried the can when the shock occurred. Insulation damage was observed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).